Manufacturer narrative:
The subject device was not returned for evaluation. (Fse) field service engineer was requested to be dispatch to replace the missing connector. To date the fse repair site visit was not yet finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the oer-pro device was found to have the grey connector missing. There was no patient involvement on this report. No user harm or injury was reported.

Manufacturer narrative:
The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the event cannot be conclusively determined. It is probable that the grey connector could not be connected due to some impact was added to the unit and the unit became loose and came apart. Possible causes include stress to the device unit during cleaning design of the device or manufacturing, cannot be confirmed as factors to cause of the event. IFU (instructions for use) states: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore,fluid leakage may damage peripheral devices or facilities near the equipment.